Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to perform basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart error test and all operating current test due to constant motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed multiple motor error alarms. Customer's blood glucose was unknown. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.